Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter at the distal end. A piece that measured approximately 0.031" x 0.022" was missing and not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors had rough edges causing the disposable tip to not stay on. The procedure was completed with no reported injury.